Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia with ketones of 2.4 mmol/l. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. The patient was not feeling well and was vomiting. The pod was removed and the patient went to the hospital. The patient was treated with insulin, glucose, electrolytes and ringer's lactate solution intravenously. The patient was discharged after approximately 24 hours.